Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with high blood sugar levels. The patient's blood glucose levels reached 500 mg/dl while wearing the pod. The patient reports the pod was leaking during wear. The patient reports their home health nurse had changed the pod. After a new pod was applied the patients blood glucose level had not decreased. The patient was in the hospital emergency room for 5 hours. Treatment information is not available.